Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a high sensing integrity counter (sic) and was programmed to unipolar. More recently, myopotential testing was done with no evidence of noise. The lead was reprogrammed to bipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.